Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer's field service engineer (fse) observed diagnostic codes 3109 check valve 2 (cv2) leak, 3103 air flow out of range, and the air valve being stuck open. The fse therefore replaced the check valve, the air and exhalation flow sensors, and the air valve to address and correct the issues observed during serving the ventilator. An extended self-test and performance verification testing was passed. The customer returned exhalation flow sensor, air flow sensor, blower air valve, and sensor board were tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with "no [air] volumes". The unit was not in clinical use at the time, no patient user involvement.